Manufacturer narrative:
(B)(4). An event log review was performed for the reported narcotic event; no allegation of a device a malfunction was reported to have occurred. The associated pc unit event log indicated that the hydromorphone infusion was programmed at 7:47 am on (B)(6) 2012, as a custom concentration. The parameters entered were 0.2 mg/100 mls and a concentration of 0.002 mg/ml. The flow rate was set to 0.5ml/hr. The user received a soft guardrails warning that the concentration was below the guardrails limit but chose to proceed with the infusion. A minute later the dose was changed to 0.5 mg/hr which based on the concentration, recalculated the flow rate to 250 ml/hr. Approximately 6 minutes later, the dose was decreased to 0.2 mg/hr which recalculated the flow rate to 100 ml/hr. Between 7:47 am and 8:12 am, approximately 45.11 mls infused. A visual inspection of the device was performed. The device was in good condition and no anomalies were noted. No testing was performed on the device since no allegation of a device malfunction was reported. The root cause of the customer's experience was determined to be the result of user programming.

Event description:
The customer requested an event log review to determine programming and volumes of medication infused due to a reported mis-programming of dilaudid. Details of the event were reported as follows: during the morning of (B)(6) 2012, a dilaudid infusion was started to provide palliative pain relief at patient's end of life. The patient was a late stage terminal cancer patient who started in the emergency department (around 7:30 am) and was admitted to the floor (around 8:15) with a dilaudid drip. Two pumps were running; one for a saline infusion and one for the dilaudid drip. The dilaudid concentration was 0.2 mg/ml in 100 ml bag. (Bag contents: dilaudid 20 mg with 98 ml ns.) The md ordered rate was for 0.5 mg/hr to be titrated up of r pain and 2.5 ml/hr was the correct rate. Although the rate was reported to have been initially mis-programmed by an rn at 100 ml/hr, it was determined by the ER rn that the pump had not been connected to the pt and was found to be infusing into the bed linens. When the pump was connected to the patient at around 8:15 am the rate was not corrected. The rate was later changed to the correct rate by the floor rn. Although the patient expired later the same day, the customer does not allege that the death was caused by this event. No further patient or event details were provided.